Event description:
N/a

Manufacturer narrative:
Updated fields: unique identifier (UDI) #, version or model #, catalog #. / device evaluation: two pressure tubing were returned with traces of blood on them. A visual evaluation of the samples showed that the female luer detached from one of the pressure tubing. Photos were provided and reviewed. The evaluation confirms the reported problem. The lot of this pressure tubing was identified that this product was manufactured prior to the corrective actions documented on (B)(4)and has implemented actions to address the root cause of pressure tubing being detached from tubing for the failure reported complaints. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Occupation/ department: perfusion department. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that while setting up the transducer during insertion of the intra-aortic balloon (iab), the tubing for the central lumen came apart. There was no patient harm or adverse event reported.